Manufacturer narrative:
(B)(4). Date sent: 02/02/2022. D4: batch # 361a06. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. I met with the surgeon today so I wanted to provide further information for the report, please see the below: the surgeon has used cdh for many years and never had any problems, he always does the top end and lets the registrar do the firing. The registrar who fired has a lot of experience with the device and again never had any issues. They heard the audible crunch and the washer broke through and cut through the bowel, therefore producing donuts. However, the anastomosis did not form as there were no staples deployed and they also could not see any staples in the abdomen. They opened a second cdh which worked fine, however, due to the damage from the 1st device, surgeon then had to hand sew it resulting in a further 90 minutes onto the operation. The surgeon said the 2nd anastomoses had holes/tears in it due to the stress it was under. Luckily, the patient did not leak but the surgeon was concerned he may need a stoma. I will provide more information as it comes. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, curved stapler was used, it cut donuts but no staples fired, failure of anastomosis, poor quality of 2nd anastomosis due to location and an extra 90 minutes of operating time. A 2nd cdh29a worked normally.